Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that as the nurse was raising the bed, the nurse had turned the pump over and the control head was now black. A chest x-ray (cxr) was ordered to insure the intra-aortic balloon (iab) was not repositioned. When the cxr findings came back, it was found that the iab was repositioned, due to the pump turnover. As a result, the cardiologist was called in to reposition the iab. The iab was not harmed during the accident. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "catheter migrated" is not able to be confirmed. The root cause of the catheter migration is undetermined but a potential cause of this complaint is due to the pump being turned over. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaint see MDR #3010532612-2018-00083 and (B)(4).

Event description:
It was reported by the rn that as the nurse was raising the bed, the nurse had turned the pump over and the control head was now black. A chest x-ray (cxr) was ordered to insure the intra-aortic balloon (iab) was not repositioned. When the cxr findings came back, it was found that the iab was repositioned, due to the pump turnover. As a result, the cardiologist was called in to reposition the iab. The iab was not harmed during the accident. There was no report of patient complication or serious injury and death. ,,